Manufacturer narrative:
Investigation summary: customer returned (1) loose 1cc syringe. Customer states that when trying to aspire the medicine, it cannot and informs that the plunger is too hard and cannot place it in the 0-position of the syringe. The returned syringe was tested and the sample was not able to draw properly. The sample was then wired and the wire was not able to pass through the cannula, indicating that there is an adhesive clog in the cannula. A review of the device history record was completed for batch# 7275532. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for adhesive on cannula. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive clog). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Possible root cause: this was possibly a transfer problem at the cannulator, whereby a cannula falls loose onto the table causing the next hub to receive a larger amount of adhesive which may in turn create a run over into that hub at which time a clog could occur. The adhesive nozzle or flow is not set right.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ insulin syringes experienced difficult plunger movement during use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ insulin syringes experienced difficult plunger movement during use.